Manufacturer narrative:
The international service technician replaced the battery and the motor controller board to address the issue. The device successfully passed performance specification testing.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device will not turn on. There was no patient involvement.